Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've had their "kidney device" for 10 years, it's about shut down, and it won't do anything. It was noted that the patient was difficult to understand, but they appeared to report their kidney is blowing up. Surgery is scheduled for (B)(6) 2019, but they can't wait that long and needs the manufacturing company to call their healthcare provider (hcp) to get in sooner. As a result of what was reported, the patient was redirected to their hcp; the call center's role and rep role was also reviewed with the patient. Patient also indicated the ins might be dead and that the issue has been present for about a year. No further patient complications have been reported as a result of this event.